Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that she gave herself a bolus prior to breakfast of 4.6 units, but after 4 units, the device stopped midway. She noted that at 5:30 am, her blood glucose reading was 282 mg/dl. She stated that at 5:34 am she took 5.5 units of insulin, but it only delivered 0.35 units. She stated that she may have not pressed the button, but she observed a no delivery alarm at 6:45 am in the alarm history and one on (B)(6) 2014. She noted that she had a little trouble with the insulin pump the day prior but did not know whether the issue was her or the insulin pump. She stated that she did not get the right delivery of insulin the day prior, and the blood glucose reading was 550 mg/dl, but the insulin pump did not alarm at that time. She advised that she had to change her insertion site, declining troubleshoot. The most recent blood glucose reading was 173 mg/dl. Nothing further reported.